Manufacturer narrative:
Edwards received additional information through follow-up with the health care provider.

Event description:
Edwards received additional information through follow-up with the health care provider. An unknown 27 mm valve was disabled via a valve-in-valve procedure due to stenosis and regurgitation after an implant duration of approximately 27 years. A transcatheter valve was successful implanted in the pulmonic position. The patient was discharged home in good condition on post-operative day one.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a valve was disabled via a valve-in-valve procedure due to stenosis and regurgitation. A transcatheter valve was implanted in the pulmonic position. No additional details were provided. Patient was reported to be successful and stable.